Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer reported a blood glucose (bg) level of 48 (mg/dl). The infusion site was changed and insulin was resumed. The customer ate lunch to address low bg level. Reportedly, the customer's bg level increased to 194 (mg/dl) and a bolus was delivered to address the issue. System check was performed with tandem technical support and no anomalies were observed.

Manufacturer narrative:
Clarification: customer reported that the correction bolus that was delivered after the alleged multiple occlusion alarms, could have contributed to the low bg.